Event description:
According to registered nurse (rn), the ventilator lost power and stopped working momentarily while on patient. When respiratory personnel arrived, the ventilator was functioning properly, and patient was not in any distress. As a precaution the ventilator was replaced, tagged out, and called in to biomed.